Event description:
It was reported that the patient's spacer was explanted. No further information was provided. The product was not returned.

Event description:
It was reported that the patient's spacer was explanted. No further information was provided. The product was not returned.